Event description:
It was reported to covidien on (B)(6) 2014 that a customer had an issue with a scd sleeve. The customer states the pt returning from theatre to surgical ward experienced foot drop or paralysis of the perineal nerve. The pt had a spinal anesthetic for a total hip replacement. This happened post-operatively as the pt's anesthetic wore off, use of an scd comfort sleeve and was suspected to be the cause of the condition. The pt also had a charnley pillow on the effected leg. The scd comfort sleeves was removed from the pt.

Manufacturer narrative:
An investigation is currently underway. Upon completion, the results will be forwarded.